Event description:
The clinician reported that almost 1 month after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient came to the clinician's office with the implant in hand. The patient's ongoing infection and bone related defects were noted. The implant was torqued manually to 70 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.